Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the atrial connector was broken. It was also noted that the release latch was sticky and the device passed a functional test with no anomalies found. (B)(4).

Event description:
It was reported that the atrial connector was broken. The epg was returned for servicing. No patient complications have been reported as a result of this event.